Event description:
Additional information received indicating cause of death was bronchopneumonia and old age. The physician considers the infection and death to be unrelated to the device. There is no allegation on the device.

Event description:
It was reported that the patient passed away. The cause of death is unknown. There is no clear information as to whether the death was device-related. The device was explanted posthumously. Additional information was requested.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Upon receipt, the device was interrogated revealing normal results and no anomalies. Visual screen was acceptable. The device image download was successful and preliminary test results were acceptable. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.